Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows a girdlestone-situation with a cement spacer at the ankle joint. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿it is confirmed that there is an infection present at the site of the former tar. There is a girdlestone-situation with a cement spacer at the ankle joint. If-what is likely-there is a late infection (>6months after index operation) the case can be considered as being completely patient related. Additional observations noted was that there is a consolidated old tibial shaft fracture visible, which seems to have healed in a slight axis deviation in the sagittal and the coronal plane. This may have resulted in slight load peaks that led to increased stress on the implant. The infection and revision of the infection site left a large cavity with complete loss of the ventral tibial cortex and may require sufficient reconstruction measurements in a future revision.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had to undergo a revision surgery due to the infection.

Event description:
It was reported that the patient had to undergo a revision surgery due to the infection.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device disposition unknown.